Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l17142) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l17142) was the last coil of the procedure. It was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 06/11/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l17142) was the last coil of the procedure. It was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The coil introducer was observed damaged. Microscopic inspection was performed, and the embolic coil was observed in stretched condition. No other damage was observed. The marker band was found at 39cm from the distal end, this is within specification. A review of manufacturing documentation associated with this lot (l17142) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the procedure, complaint coil was the last coil to be used for the procedure, but the physician did not like the shape of the coil deployment and decided to remove the coil. The resheathing attempt failed as the coil introducer could not be re-zipped / resheathed. The reported issue with the re-zipping / resheathing was confirmed based on the observation that coil introducer of the returned device was observed damaged. Which likely contributed to the reported issue. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. Factors such as the shape of the target lesion, tortuosity of the parent vessel may have contributed to the way the coil is positioned and/or conforms when it gets delivered to the target site. With the limited information the reported customer complaint could not be confirmed. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to resheath the coil. The damaged condition of the coil introducer observed on the returned device is also indicative that force may have been applied during the attempt to resheath the coil. The embolic coil could have become stretched from the inadvertent force applied. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition and with the introducer kinked as observed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.